Event description:
New information received notes that the patient was later discharged and was unable to be contacted by the health professional. The health professional did not allege that the reported issue was due to the products involved with the implant.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that during an implant procedure, the patient experienced ventricular tachycardia, heart failure, and hypotension. The patient was moved to the intensive care unit and external intervention was needed to maintain the patient's vital signs. The device pacing and defibrillation function was turned off. No further adverse patient consequences were reported.

Manufacturer narrative:
Awareness date of prior report should be (B)(6) 2024.